Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ovation ix, type ib endoleak of the right common iliac artery with an additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that sac growth of 14mm also occurred. The sac growth was discovered on (B)(6) 2023, during a review of the computerized tomography (CT) scan. At the index procedure on (B)(6) 2011 the patient was implanted with an afx main body and proximal extension, and on (B)(6) 2018 the patient was relined with an ovation stent system (concomitant product use - off-label); this likely contributed to the reported event. No procedure-related harms were identified. The final patient status was discharged on the first postoperative day in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately six (6) years after the post-initial procedure, endologix was made aware of a type 3b endoleak. A secondary procedure was completed on (B)(6) 2018 to resolve the reported type 3b endoleak. The physician elected to implant one (1) ovation ix main body, two (2) ovation ix iliac limb graft extensions and ovation prime fill polymer. Reference MFR. Report # 2031527-2018-00588 for this previous event. Approximately four (4) years post-secondary procedure endologix was notified of a type 1b endoleak in the right iliac region. A re-intervention was undertaken, and the physician decided to implant an additional ovation ix iliac limb, and coiled the right hypogastric artery and extended into the external. The final patient status was reported as stable.additional information:a clinical evaluation shows reasonable evidence to suggest that sac growth of 14mm also occurred. The sac growth was discovered on 08/17/2023, during a review of the computerized tomography (CT) scan dated 06/01/2023.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately six (6) years after the post-initial procedure, endologix was made aware of a type 3b endoleak. A secondary procedure was completed on (B)(6) 2018 to resolve the reported type 3b endoleak. The physician elected to implant one (1) ovation ix main body, two (2) ovation ix iliac limb graft extensions and ovation prime fill polymer. Reference MFR. Report # 2031527-2018-00588 for this previous event. Approximately four (4) years post-secondary procedure endologix was notified of a type 1b endoleak in the right iliac region. A re-intervention was undertaken, and the physician decided to implant an additional ovation ix iliac limb, and coiled the right hypogastric artery and extended into the external. The final patient status was reported as stable.